Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. The following fields have been updated with additional/corrected information: b5, d1,d3, d4, d5, e3,g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 25-oct-2020 to 25- oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined device unexpectedly started rebooted on its own. A technical support specialist checked the station and found no issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly rebooting on their own. The customer confirmed that no harm was done to patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly rebooting on their own. The customer confirmed that no harm was done to patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident no performance issues was found. The customer acknowledged and granted permission to close the complaint file. The system functioned as intended.